Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula in full during analysis. Missing one insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call sensor anomaly. Customer¿s blood glucose level was unknown. Customer¿s parent advised there was no needle inside of the sensor when they removed it from the customer¿s body. Customer¿s parent was advised replacement sensors would be sent.